Event description:
Complainant claims the pt has had pain for the past 5 years and was revised on 6/22/1999. A portion of one meniscal bearing was discovered sheared off and the other bearing was fine.